Manufacturer narrative:
The product involved in the event is not available for evaluation. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard hi guard ultra full coverage boot, universal. The complaint halyard hi guard ultra full coverage boot, universal part number 69572, lot number hx23214767 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). Supplier corrective action request (scar) was submitted to the manufacturer on may 18, 2026. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The traction black strip on the base of the boot cover was reported to peel off. No falls occurred; however, a near-fall incident was noted in which the individual was able to regain balance and remain standing. The traction strips appear secure prior to use but may detach during wear. The issue was further exacerbated when the boot covers were used on bleach-saturated mats required for patients.